Manufacturer narrative:
The solitaire device has not been returned for evaluation; product analysis cannot be performed. Based on the provided information, there does not appear to have been any defect of the solitaire during use. The cause of clot migration could not be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report of clot migration after solitaire thrombectomy. The patient had presented with ischemic stroke of the right middle cerebral artery (mca) and internal carotid artery (ica). During the thrombectomy procedure, a catheter was navigated in the common carotid artery, which demonstrated the right distal cervical and petrocavernous thrombus of the right internal carotid artery. The catheter crossed the thrombus, then a solitaire 6-20 was deployed with the distal portion in the m2 segment of the right mca. An aspiration catheter was advanced over the solitaire into the proximal m1 segment. The solitaire device was retrieved under aspiration. Follow-up run revealed incomplete recanalization of the right anterior circulation distribution, particularly the inferior division of the m2. However, there was recanalization of the right ica. The m2 was accessed, distal to the thrombus and deployed the 6x20 solitaire again. It was noted that the thrombus was lodged at a bi furcation; the very distal section of the clot could not be accessed. The solitaire was withdrawn it into the aspiration catheter, which was at the supraclinoid ica, while aspirating. Follow up runs revealed that the thrombus had been withdrawn into the m1 segment. It was noted that there was not a new occlusion of the distal m1 and m2 branches of the mca. Several more attempts were made to retrieve the thrombus using aspiration and new stent retrievers. Ultimately, the m2-m3 junction was recanalized, but the a1 was not filling. Access to the a1 could not be made due to stenosis. The final run revealed marked improvement of the luminal caliber of the right ica as well as the right mca; thrombus remain in the right a1. The finial run revealed tici of 3 in the right mca.